Event description:
The user facility reported a patient (unknown age and gender) noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. During support, there was a pump stop and the motor current increased after surgical mode. Evaluation showed that the pump was placed 2-3 cm deeper, and the surgeon was concerned that the tip of the pigtail might damage the left ventricular myocardium during prolapse. After adjusting the position and reconfirming the echo evaluation before blocking, aorta blocking was performed. It was difficult to obtain an intracardiac bloodless visual field, because the blockage site was poor. The blockage site was adjusted twice and ventricular septal defect closure surgery was completed. Although the surgical mode was canceled, the motor current increased and the support could not be resumed, so the impella was removed.

Manufacturer narrative:
The impella device has been received for investigation, however the investigation is incomplete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issues and pump stop has been completed. The impella device was returned and visually inspected finding biomaterial observed around impella. The pump was connected to the console and a "pump stop" alarm was reproduced. The pump was soaked in water and cleaning enzymes to remove the biomaterial. Once the biomaterial was removed, the pump ran successfully in water without stopping within a specific p-level and flow rate. No other abnormality observed. The root cause of the pump stop was biomaterial ingestion due to patient condition. The root cause of the positioning issues was use related issue as the pump was placed 2-3 cm deeper due to improper technique. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿